Event description:
It was reported that it was observed the lead exhibited no capture. The device was reprogrammed to ddd simultaneous pacing as the patient did not require ventricular pacing. The lead remains implanted. There were no adverse consequences for the patient.